Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during an emergency appendectomy. The reload was connected to the handle, but a clamp test was not performed. The tissue was clamped and the surgeon attempted to fire the device but was not able to. To compete the procedure, a new reload was used successfully with the original handle. No patient injury or extension in surgical time greater than 30 minutes.